Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4).

Event description:
Literature article entitled, ¿femoral alignment of the charnley stem: a randomized trial comparing the original with the new instrumentation in 123 hips¿ by hans christian östgaard, et al, published by acta orthopaedica scandinavia (2001), vol. 72, no. 3, pp. 228-232, was reviewed. This was a randomized trial to determine if the new charnley instrumentation might facilitate an adequate stem positioning with consequently better cement mantle quality on the postoperative radiograph. Depuy implants used: 123 charnley femoral stems and associated instrumentation- 1 femoral broach and 1 exeter initiator. The stems were cemented with unknown cement. Radiological results: 18 stems were mispositioned in the single broach cohort and 21 stems were mispositioned in the exeter initiator cohort. There were no reported product deficiencies with the instrumentation and the authors do not attribute the stem mispositioning to the instrumentation nor the cement used. There were no patient consequences in any of the studied cohorts. Captured in this complaint: 39 charnley stems for mispositioning.